Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had weak signals on a transmitter. Customer stated that he was receiving weak signals at least 3-4 times a day. Customer also reported a motor error on the insulin pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that he was able to complete the rewind sequence. Customer had done a bolus before the motor error. Customer stated that he had a motor error when he first started using the sensor. No additional information provided.